Event description:
It was reported by a MFR company rep that during the middle of a procedure the laser system kept on shutting down. The customer was unable to use the laser and reverted to complete the procedure using a "loop" procedure. The procedure was completed with no harm to the pt.